Manufacturer narrative:
Device not returned.

Event description:
It was reported that the wake button was unresponsive. Additionally, it as reported that the pump date was incorrect, cause was unknown. Tandem technical support assisted customer in correcting the pump date. The customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 306-307 mg/dl.